Event description:
It was reported the rigid video laparoscope had low depth of field and focused only at a close range. The image at a standard distance from the tissue was not sharp. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle of the insertion section is broken, light transmission is not given or too low and the fiber bonding in the outer tube area (distal end) is damaged a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: light guide bundle of the insertion section is broken and therefore the light transmission is not given or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had low depth of field and focused only at a close range. The image at a standard distance from the tissue was not sharp. The issue occurred during preparation. There were no reports of patient harm.